Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. The ventilator failed the leak test from general checkout. The unit was powered on and the unit, with a good known test patient circuit, immediately received a ¿disc/sense¿ alarm. The alarm was visual as well as audible. Bench testing revealed a seized turbine. The service technician attempted to manually spin the turbine with an allen wrench, however, the turbine would not spin. Internal inspection revealed an unknown black contaminate within the turbine. Carefusion replaced the turbine to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit would not cycle. Turbine was spinning but it was not outputting any air. The unit was not on a patient at the time, this was discovered during a ventilator check with an artificial lung attached to the circuit.